Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. On initial inspection of the device the shaft was found to be kinked in two places- 6.5 and 32.3cm from the hub of the catheter. The guide wire was attempted to be removed from the catheter but was found to be stuck, it was then soaked in a bath of warm water and attempted to be removed again but remained stuck. Crystal violet coating confirmation test was performed on the catheter. Black shiny marks appeared on along the shaft. This is an indication of coating damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a wire became stuck with the catheter. A 180cm renegade¿ hi-flo¿ fathom¿ system was selected and advanced to treat the target lesion. During the procedure, when the physician went to remove the fathom wire from the renegade hi-flo catheter, it was noted that the wire became stuck with the catheter. The physician removed the wire and catheter as a unit. The procedure was completed with another of the same device. No patient complications were reported and no harm came to the patient.

Event description:
It was reported that a wire became stuck with the catheter. A 180cm renegade¿ hi-flo¿ fathom¿ system was selected and advanced to treat the target lesion. During the procedure, when the physician went to remove the fathom wire from the renegade hi-flo catheter, it was noted that the wire became stuck with the catheter. The physician removed the wire and catheter as a unit. The procedure was completed with another of the same device. No patient complications were reported and no harm came to the patient.

Manufacturer narrative:
(B)(4).